Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are "feeling really poorly, my blood pressure was good but my pulse was down, I have an extra beat that is out of sync with the pacemaker ". The patient was placed on ranolazine. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.